Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 45 instrument stopped the halfway during the second fire and could not cut the tissue due to thickness of the tissue. The customer stated that no issue occurred during the first fire. The customer replaced the sureform 45 with a third-party stapler instrument and continued with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 19-july-2022: the staples were separated. The tissue was thick, and the fire could not be completed. The sureform 45 stapler was inspected prior to use with no issue. The system had error message ¿tissue too thick to continue¿ appeared on the screen. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The target tissue was rectum tissue. There was no injury to the tissue that was stapled. Additional information was obtained from clinical development engineer (cde) and adverse event (ae) video review: there were malformed staples in the tissue, and minor bleedings were visible. In addition, the staples fell into the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 green reload involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa found the primary failure of exposed blade to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house testing. No knife or cartridge damage found. The root cause of this failure was attributed to a component failure. A review of the instrument logs for the sureform 45 stapler (part number 480445-04/lot number l90211101-0077) associated with this event has been performed. Per this review of the logs, the sureform 45 stapler instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). There were 10 uses remaining after this last usage. A review of the advanced log for the sureform 45 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure engineer (fae) and following additional information was obtained: the review showed that pn 480445-04, lot l90211101-0077 fired two reloads (both green). There were no stapler related errors in the logs. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineer (cde) and additional information was obtained. The sureform 45 stapler instrument was equipped with a green reload attempting a first fire. The fire and transection appeared to be successful, and approximately 1cm of tissue remained. Sureform stapler instrument attempted the second fire in the same anatomy, but the firing was interrupted after only a few mm with the message ¿pausing for compression,¿ indicating that additional compression was required. This message was followed by ¿tissue too thick to continue.¿ the stapler instrument was unclamped and removed. It was found to have malformed / loose staples in the tissue and some minor bleeding was visible. A third-party stapler instrument was inserted to complete the staple and transect the tissue. An issues with compression and tissue thickness can sometimes be resolved using a different reload color (in this case, black rather than green). As pointed out, stapling across another staple line can obstruct staple formation and interfere with tissue transection. The following instructions, cautions, contraindication, and warnings within the sureform user manual addendum: warning: stapling across another stapler line may lead to tissue damage or disruption of the previous staple line. The staple lines in this procedure were close together, it was unable to confirm from the video whether or not the intersection caused the failure. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the sureform 45 instrument staples fell inside the patient during a da vinci assisted procedure and it was unknown if staples were retrieved or not. The staples were malformed. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information 04-oct-2022: the customer confirmed via endoscope that all staples were retrieved. There was no additional surgical procedure required to remove the staples. No post-operative test was performed. The patient did not return to the hospital due to any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.